Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device missed identifying an mi during a 12 lead interpretation. There was no report of harm to the involved patient.